Event description:
It was reported that the pump alarmed "no disposable pump won't run". One air bubble was noted. Patient was not affected. Pump settings: res vol= 92.5 ml, rate= 2.2 ml/hr, given= 7.5 ml. No further information available.